Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Unable to test for the button error alarm due to the blank display anomaly.

Event description:
The customer stated that the insulin pump alarmed button error after it got submerged in water. The customer stated that there is water underneath the screen. The customer also reported a blood glucose reading of 300 mg/dl. Nothing further was reported.